Manufacturer narrative:
Results: the pet lock was intact and wrinkled on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 5.0 cm from its proximal end. The pc400 stretch resistance wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. The proximal constraint sphere and pull wire were inside the distal detachment tip (ddt). There was no visible damage to the introducer sheath. Conclusions: evaluation of the returned pc400 revealed that the sr wire was fractured, and the embolization coil was detached from its pusher assembly. If the pc400 is manipulated with resistance, damage such as a sr wire fracture may occur. This will result in the embolization coil detaching from its pusher assembly. The px slim identified in the complaint was not returned for evaluation. The root cause of the resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and px slim delivery microcatheter (px slim). During the procedure, while advancing a pc400 through the px slim the physician experienced resistance and decided to retract the coil. However, during retraction, the physician noticed that the pc400 had unintentionally detached inside the px slim. Therefore, the microcatheter containing the detached pc400 was removed and the pc400 was flushed out. The procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.